Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No button error alarm during testing. Device passed displacement test and self test. Device received with all operating currents within specification. No unexpected low battery alarm anomalies noted. Device received with scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and scratches on the screen which was little hard to see some of the numbers. Customer¿s blood glucose level was unknown. Customer also reported occasional diminished battery. The device will not be returned for analysis.